Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure following closure of the device pocket, the patient experienced an asystolic event and the implantable pulse generator (ipg) exhibited loss of capture. It was further reported that the issue was suspected to be caused by an right ventricular (rv) lead connection issue in the ipg header. No capture and noise were noted on the rv lead. The lead was repositioned back into the header of the ipg. The ipg and lead remains in use. No further patient complications have been reported as a result of this event.